Event description:
As reported on (B)(4) 2015, a pt of unk gender and age presented for an endovenous laser procedure. During preparation for the procedure, when it was noted the fiber appeared to be cracked. The disposable device was set aside and a new of the same was used to successfully complete the procedure. There was no harm or injury to the pt as the device was not used. It was reported that the disposable device is available for return to the MFR for eval.

Manufacturer narrative:
The reported defective device has yet to be returned to the MFR for a device eval. The firm is attempting to obtain the device. An investigation into the root cause for prod problem is currently in progress. The results of the device eval will be sent via a f/u medwatch. A review of the device history records was performed for the reported packaging and component lots for any deviations related to the reported effects of the complaint. The review confirms that the lots met all material, assembly, and performance spec. (B)(4).